Event description:
The sales rep (B)(4) reported the following: "during the attempt to extract a primary tibial baseplate (triathlon) with the consigned instruments, the connection between the click-handle and the slide broke off. Dr (B)(6) used no excessive force, as I could observe whilst being close to the operating table. We continued extracting the baseplate with a chisel, which was no problem at all. It came out without complications."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.